Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
It was reported that, "previous fusion s1-l4. Pt in for scoliosis correction. Doctor put in 8.5 x 90 iliac bolt into right side, continued up to t2. Final xray showed the right iliac screw head was popped off. Removed screw. Placed an 8.5 x 80 iliac bolt and added offset connector to construct."